Manufacturer narrative:
(B)(4). The device has been requested but not yet returned. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported a pediatric diffusion membrane oxygenator developed a high pressure after approximately 3 days of support. The device was swapped out. No reported patient effect. (B)(4).